Manufacturer narrative:
The unit was never returned for eval even though rga # (B)(4) was opened for the product. It is not possible to verify an assignable cause without possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for lot # 08113-04 was reviewed. The units met MFR specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot # 08113-04. There were (B)(4) failures within this lot. Lot # 08113-04 has a failure rate of (B)(4). No significant trend was observed.

Event description:
Handpiece never primed. Vacuum test failed. Could never get it to work.